Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional.

Event description:
It was reported that during reprocessing, the subject us-scope device gave and error, e315. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: blackout when the machine is turned on, and b30 error. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image and b30 error due to a known inherent risk of device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.